Event description:
It was reported that the button broke from the top tray while it was being worn. The device was delivered to the patient on (B)(6) 2026 and was first used on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with foam cleaner and water with a soft-bristle toothbrush.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference#: (B)(4).